Event description:
Customer reported that pump shut off unexpectedly four times, requiring calls to cts for restarts. There was no adverse impact to the customer's blood glucose level. Despite declining further troubleshooting, no additional actions were taken by customer or cts.